Event description:
A patienty had a swollen face after a temporary restoration was seated using a 3m espe's zinc oxide eugenol cement relyx temp e. Reportedly, the patient stayed in hospital for 3 days and was treated with cortisone. The temporary restoration is said to be made of protemp 3 garrant, manufactured by 3m espe. After the reaction occurred, the temporary was removed and re-inserted using toothpaste. No further reaction occurred.